Manufacturer narrative:
(B)(4)

Event description:
Reportedly a patient presented with chest distress and a blood pressure drop while treated with a polyflux 170h dialyzer, necessitating medical intervention (oxygen and dexamethasone was administered) and early treatment discontinuation with blood return. No additional information is available.